Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an omega stent delivery system (sds) and stent with a carrier tube (hoop). The balloon was tightly folded with the stent secure on the balloon. The stent struts located in the proximal and center portions of the stent were bent, flared and bunched. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified right coronary artery. While prepping, when the physician opened a 24x3.50 omega stent delivery system, he found out that the stent has deformed. No patient complications were reported and patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified right coronary artery. While prepping, when the physician opened a 24x3.50 omega stent delivery system, he found out that the stent has deformed. No patient complications were reported and patient's condition is stable.